Manufacturer narrative:
The customer¿s report of an error 351.6660 was confirmed. During inspection small amounts of black shavings were observed in the internal area of the rear case. Split nuts were noted with stripped threading and wear damage, potentially producing the black shavings. Review of the syringe module error log confirmed an error code (351.6660.0, syr_plunger_position_failure) event on (B)(6) 2017 at 8:03 am. The pcu event log was not provided for review. The module event log recorded the last programmed infusion at 5:58 pm on (B)(6) 2017, prior to the recorded error. A bd 50 ml syringe was selected with an infusion rate of 1 ml/hr and a vtbi of 38.6478 ml. The pump infused for approximately 38 hours until the error occurred. Functional testing with the plunger position accuracy test indicated the device was not in specification. Recalibration was successful. Rate accuracy testing resulted in the device operating within specification. The proximate cause for the error code is attributed to the device being out of specification and/ or worn, damaged threading on the split nuts. The root cause of the device being out of specification and threading damage to the split nuts was not identified.

Event description:
The customer reported that an alarm occurred (error 351.6660) while the user was flushing the IV line. No patient harm was reported.